Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a conclusive cause for the reported mitral stenosis could not be determined in this incident. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Na.

Manufacturer narrative:
Exemption number e2019001 -permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional devices referenced are being filed under separate medwatch reports: sgc0301, 90601u212 - MFR# 2024168-2019-11882-00. Cds0601-ntr, 90624u137 - MFR# 2024168-2019-11884-00.

Event description:
This is being filed to report the mitral stenosis. It was reported that the index mitraclip procedure was performed on (B)(6) 2019 to treat a degenerative mitral regurgitation (mr) with grade of 4+. During preparation of the steerable guide catheter, the rotating hemostatic valve (rhv) of the dilator was loose when turning and could not be tightened. Saline was noted to be leaking from the rhv; therefore, the sgc was not used in the patient. A new sgc with dilator were used in the procedure. The clip delivery system (cds) was advanced to the mitral valve and the clip was placed. The gripper line was fully mobile, and flossing was performed with not issues or tension. The clip was deployed successfully, reducing mr to 2+. During gripper line removal, the gripper line was pulled about 12-24 cm, and the small end of the gripper line became stuck. It was decided to remove the cds over the gripper line which exposed both gripper lines and both were pulled one at a time but both ends were now stuck. The physician continued with troubleshooting but was unsuccessful and it was decided to cut the gripper lines at the groin and leave inside the patient. On (B)(6) 2019, it was noted the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment (slda)). The mr increased to 4+. A second procedure was performed on (B)(6) 2019. Two clips were implanted. After a third clip was placed, the mean pressure gradient increased to 8mmhg. Although the gradient was high, the decision was made to deploy the clip. The procedure was completed with the mr reduced to 2+. There were no adverse effects due to the increase in pressure gradient. No additional information was provided.